Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there is no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: 00777503 case subject: npi 8100 flow block during pm account name: monadnock community hospital account #: 19995117 asset name: 8100 pump module v9.33.0 asset location: contact: (B)(6) contact email: (B)(6) contact phone: (B)(6). Contact mobile: patient or user involvement: no patient or user harm: no case description: jay had a "flow block" error message during pm lvp8100 sn (B)(4). Failure device type: alaris system instrument failure problem type: 8100 failure mode: troubleshooting/ error codes case resolution: I instructed jay to connect pcu to system maintenance software manually by following the software user manual. He did so and the issue was resolved. If jay still have any problem, he will call me back. (B)(4).